Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead was attempted for revision.

Event description:
Additional information indicates that the lead was attempted to be revised during an unrelated procedure because the patient was not responding well to biventricular pacing. The physician could not find a better position for the lead and kept it in the same place. The patient was stable throughout.